Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-feb-2024, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose, passed battery charging bench test, failure under load (push button led on hue max diff/23/float). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient's communicator wouldn't hold a charge. The patient stated that they would plug it in for around 2 hours, and then when they took it off after the green light came on, they would use it one time, and when they came back to use it a second time it wouldn't stay charged. A request was sent to the repair department to replace the communicator.